Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and lot number were not reported. Corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the information provided, a definitive cause for the reported unspecified device issue could not be determined. The treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Correction: d9 - device available for evaluation: updated from yes to no.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date of the event estimated as 11/24/2024. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that an unknown issue occurred with a perclose device related to an unspecified procedure. No additional information was provided at this time.